Event description:
It was reported that balloon rupture occurred. This 2.50 x 32mm synergy xd was used for a percutaneous coronary intervention in the right coronary artery. The balloon ruptured after deploying the stent. No patient complications occurred. It was further reported that the balloon was inflated to 11 atmospheres.

Manufacturer narrative:
A 2.50 x 32mm synergy xd stent delivery system was returned for analysis. No stent was attached to the balloon and the balloon appeared to have been inflated with a blood like substance inside the balloon. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found a kink fracture 365mm proximal to the distal tip, with both sections being held together by the core wire. Examination of the hub and strain relief via scope did not identify any issues. The device was loaded onto a 0.0140 inch guidewire without issue and then attached to encore inflation device. An attempt was then made to inflate the balloon to 18atm, however, pressure was unable to maintained above 2atm as inflation liquid was observed leaking from the kink fracture site in the lasercut section of the shaft. The shaft of the device was cut 360mm proximal to the distal tip to allow for inflation aid to be attached. The inflation aid was then attached to the cut shaft and the encore inflation device attached to the inflation aid. The balloon was then inflated to 18atm without issue. A vacuum was pulled using the encore device and the balloon deflated fully. The encore device was verified before and after the procedure. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. This 2.50 x 32mm synergy xd was used for a percutaneous coronary intervention in the right coronary artery. The balloon ruptured after deploying the stent. No patient complications occurred.